Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The tbm states the unit alarmed, and when they turned it off and back on, the alarm will not work anymore.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch was broken, causing the alarms not to function, which confirmed the original complaint issue. Additionally, the pilot valve was not shifting causing a 1 red/2 green error code and the check valves were leaking causing low o2/yellow light.

Event description:
Per the independent repair center, the reason for repair is low o2/yellow light/unit alarms not functional/ error code. The key failure is the pilot valve not switching. The tbm states the unit alarmed, and when they turned it off and back on, the alarm will not work anymore.